Event description:
Primary surgery on (B)(6) 2012 was uneventful. Patient dislocated on (B)(6) 2012. She felt a popping sensation when rising from the commode. Attempt at closed reduction was unsuccessful. Surgeon revised liner and head.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the devices were not returned to the manufacturer for evaluation. The device history record review provides assurance the part was accepted with conformance to the product requirements.